Event description:
The event involved an unknown plum set. The issue initially reported under the bag spike adapter w/spiros was the following there was air in line during infusion. The event occurred during infusion. There was concomitant drug with no concomitant device involved. There was no bleedback, with chemo (paclitaxel), no biohazard. Device was not reprocessed/resterilized. There was patient involvement, no adverse event/ patient harm and no delay in critical therapy.

Manufacturer narrative:
Received one (1) used ch3034 bag spike adapter w/spiros and one (1) used list# unknown primary plum set for inspection. The filter at the vent plug juncture of the list# unknown primary plum set was wetted out with prior infusate. The product was tested per product specification. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The reported complaint of air in line can be confirmed. The probable cause is due to restricted flow due to the filter of the plum set being wetted out UDI is unknown as part and lot were not provided by the complainant